Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Company representative reported left side cyst, nodule, concern regarding recall, patient lost ¿spirit, enthusiasm, willingness and strength¿, emotional instability, breast discomfort, has ¿micro particles of silicone that are being released into {patient¿s} bloodstream,¿ and breast edema. Patient experienced a multitude of symptoms unrelated to the device. Unrelated symptoms included all over pain ¿in the body,¿ muscles, bone, joints, and sinuses, fibromyalgia, asia syndrome, tremors, mental confusion, ringing in the ears, brittle nails, hair loss, memory lapses, non-restful sleep, tremors, increased sensitivity to cold, night sweating, tingling in the hands and feet, sensitivity to sound and light, labyrinthitis, declination of vision, blurred vision even when wearing glasses, bumps on the eyelids, reflux, vertigo, hyperacusis, ringing in the ears, reflux, gastrointestinal and digestive disorders, weight gain, low libido, dark circles, eye bags, fatigue, weakness, lumps on the neck, cervix, and eyelids, chalazion, headaches, migraines, depression, mood changes, irritability, generalized anxiety disorder diagnosis, labyrinthtopathy, anhedonia, dizziness, nausea, abdominal swelling, fluid retention, rashes on the face that prove ¿silicone intoxication¿, dry eyes and skin, thyroid problems, hashimoto's disease, palpitation, tachycardia, eye infection, tingling in the hands and feet, "multiple pre-sclerosis", and ¿hyperoxia.¿ patient was given a multitude of medications to address ¿asia syndrome,¿ endocrinological, cardiac, orthopedic, otolaryngologic, gynecologic, neurological, gastroenterology, dermatology, ophthalmology, psychiatric, mast ology and rheumatology disorders. Company representative reported that ¿no adverse event related to prescriptions was informed.¿ patient has a history of labyrinth disease, migraine, and depression. The device remains implanted.